Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and abdominal pain lower ("cramping") in an adult female patient who had essure (batch no. A45106) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from (B)(6) to (B)(6) and yaz in (B)(6) . Concurrent conditions included migraine since (B)(6) . In (B)(6) 2013, the patient had essure inserted. In (B)(6) , the patient experienced weight increased ("weight gain"). In (B)(6) , the patient experienced pelvic pain ("pain"). In (B)(6) , the patient experienced arthralgia ("hip pain/ autoimmune disorder type of disorder: joint pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog / psychological or psychiatric problems condition: foggy brain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, feeling abnormal, back pain and pelvic pain outcome was unknown, the arthralgia was resolving and the weight increased had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, fallopian tube perforation, feeling abnormal, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporters added and updated patient demographics. Historical drugs, concomitant disease and laboratory test were added. On (B)(6) 2013, she implanted essure (previously reported as (B)(6)). Updated suspect drug inaction and lot number. Added event psychological or psychiatric problems condition: foggy brain, pain, perforation (fallopian tube(s), weight gain / loss specify which one: weight gain. On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2016). Updated events and onset date. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and abdominal pain lower ("cramping") in an adult female patient who had essure (batch no. A45106) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 2009 to 2010 and yaz in 2008. Concurrent conditions included migraine since 2003. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced pelvic pain ("pain"). In 2015, the patient experienced arthralgia ("hip pain/ autoimmune disorder type of disorder: joint pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog / psychological or psychiatric problems condition: foggy brain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and surgery (removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, abdominal pain lower, feeling abnormal, back pain and pelvic pain outcome was unknown, the arthralgia was resolving and the weight increased had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, fallopian tube perforation, feeling abnormal, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with surgery (removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, feeling abnormal, arthralgia and back pain outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain and feeling abnormal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.